Event description:
The customer reported via phone call that the insulin pump was dropped into a toilet. The buttons on the device stopped working and the screen was blank. Customer's blood glucose was 496 mg/dl. The customer stated this w as due to not having the insulin pump and their back-up plan was not working. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. No button anomaly could be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.